Manufacturer narrative:
Conclusion: the separated trigger was returned for visual and functional evaluation. The main housing involved in the event was not returned for evaluation. The returned trigger operated as intended during evaluation. Therefore, the complaint of a blade that stopped could not be verified. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy with bilateral salpingectomy on (B)(6) 2013. During the procedure, the device stopped functioning part way through morcellating the patient's fibroids. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.(B)(4).